Event description:
It was reported that a pt recently came in for a refill and had experienced withdrawal; they were expecting to get back 11 ml and there was actually 5 ml in the pump. The customer says that at the refill the clamp for the tubing didn't clamp and it "pushes the medication out" and 5 ml of medication expelled out into the syringe. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).